Event description:
This ICD was explanted and returned as a result of the angeion initiated "field action" for possible premature battery depletion on all angeion manufactured lyra model ICD's. It was reported that this device would not interrogate. Therefore, the device was explanteed in 2002.